Event description:
It was reported that the customer had a prime rewind anomaly on the insulin pump. The customer's blood glucose level was 200 mg/dl. The customer states that they are receiving an a33 alarm on the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction. The customer was advised that the insulin pump need to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received unable to prime unit during the prime/a33 test and alarmed a33 during basic occlusion test due to faulty force sensor resistor. The insulin pump has minor scratches on lcd window and broken reservoir tube lip.